Event description:
It was reported that in march the implantable neurostimulator (ins) charge level was not holding for a week. Patient needed to start charging every 4 days , then in june it got worse . Patient states this saturday , therapy went off , patient states recharging the ins to 100% , then sunday charge level was at 80% and today monday the therapy shut off . No hard falls. During the call patient needed instruction to use the therapy app. The communicator needed to be paired. Patient eventually was able to pair and the ins low battery screen was showing . Patient was then able to use the recharger and recharger app to start charging. Agent reviewed patient will need to use the therapy app to turn therapy on after recharging. Agent redirected to healthcare provider (hcp)since therapy went from 80% to therapy off in a day. Patient may call back for instruction on how to turn therapy on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.